Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the rv lead was fractured. Lead impedance alert was triggered. Patient received inappropriate therapies due to noise. Device was capped and replaced. There were no complications during the procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.